Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected results were obtained from two levels of non-vitros thermofisher mas (mas) alcohol/ ammonia controls, lot aa2506 tested on vitros ammonia (amon) slide lot 1020-0265-7039. In addition, a higher than expected result was obtained from a single level of vitros liquid performance verifier (lpv) I fluid, lot b9937 tested on vitros amon slide lot 1020-0265-9276. All affected fluids were tested on the same vitros 5600 integrated system. Vitros amon slide lot 1020-0265-7039: mas level 1 amon results of 281.3 and 152.0 umol/l vs. The expected result of 21.5 umol/l. Mas level 2 amon results of 912.2 and 18.1 umol/l vs. The expected result of 156.72 umol/l. Vitros amon slide lot 1020-0265-9276: vitros lpv I lot b9937amon result of 94.0 umol/l vs. The expected result of 45.6 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. Patient sample results were affected; however, the magnitude of the bias did not breach potential health and safety criteria. It is unknown if the affected patient sample results were reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers 2608124, 2608175 and reportability assessment 605797.

Manufacturer narrative:
The investigation concluded that both lower and higher than expected results were obtained from two levels of non-vitros thermofisher mas (mas) alcohol/ ammonia controls, lot aa2506 tested on vitros ammonia (amon) slide lot 1020-0265-7039. In addition, a higher than expected result was obtained from a single level of vitros liquid performance verifier (lpv) I fluid, lot b9937 tested on vitros amon slide lot 1020-0265-9276. All affected fluids were tested on the same vitros 5600 integrated system. The investigation concluded the assignable cause is instrument related associated with microslide incubator contamination. After replacing the microslide evaporation caps and performing the maintenance procedure of microslide incubator decontamination, acceptable vitros amon performance was obtained.